Manufacturer narrative:
It was reported to abbott, a patient¿s drg system was explanted due to ineffective stimulation. There were no complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy from their scs system. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was fully explanted.